Event description:
It was reported that during reprocessing of the megasuturecut needledriver instrument, the cable on the instrument was noted to be broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.